Event description:
It was reported that during a peripheral intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous artery located below the knee. The degree of calcification is unknown. The 2.5mm x 40mm x 145cm sterling balloon was used to dilate the lesion when it ruptured at 12 atms, during first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).